Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A torn downstream occlusion (dso) seal was noted. Functional testing was performed. The upstream occlusion uso sensor was found to be defective. The allegation made by the complainant was confirmed. The dso sensor and seal were both replaced. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that there was an issue in cassette sensor. Per reporter, there was no patient involvement. Evaluation of the returned device identifies the defective upstream occlusion (uso) sensor and a torn downstream occlusion (dso) seal which could cause interruption of therapy.